Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke on the vasoview hemopro. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring fractured in half. The c-ring assembly was inspected under a microscope; it displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro 2 tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).